Event description:
Pt reported the infusion device has a partial display on the screen since this morning. Pt stated the numerical part is incomplete and she cannot see the insulin bolus she is about to deliver. Pt reported the infusion device screen changes suddenly without pushing any buttons. Pt stated she changed the batteries but nothing has improved. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.